Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a vibrate anomaly and blank display. The parent was assisted with blank display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The parent stated that the insulin pump shows no physical damage but mentioned that the insulin pump was dropped and exposed to moisture when it fell in a toilet. Damage troubleshooting was performed and found that the vibrating and blank display occurred ten minutes after the insulin pump was dropped. The parent stated that the insulin pump rattled with shaken but the reservoir as not in the insulin pump and was explained that this was normal. The screen did not return and troubleshooting for fluid in pump was performed. The parent provided the same information in the previous troubleshooting and they were advised that the insulin pump needed to be replaced and to have customer discontinue use of the insulin pump and revert to a back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed the self test. No unexpected blank display anomaly noted. No moisture damage noted on electronics assembly, motor, vibrator motor and battery tube assembly. Unit received cracked retainer, minor scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.